Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to infection, approximately 8 weeks after the first surgery. The surgeon explanted 40+3 humeral cup and centered glenosphere. The surgeon implanted centered glenosphere and 40+3 symmetric cup.